Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error recorded on (B)(6) 2010 in address "0e ab". Por severity of this type considered low. The device should be able to fully recover after the reset.

Event description:
It was reported that a device power on reset (por) occurred. The device is still in use. No patient complications have been reported as a result of this event.